Event description:
In 2000, the pt reported a loud sensation relating to the headpiece placement. The pt was seen by a co rep and a programming adjustment was made. There were no further complaints from the pt at that time. In 2002, it was reported that flap revision surgery was being considered by the pt and the implant center because of an unsightly scar. The next month, the pt reported recurrence of the original complaint. The audiologist made programming changes which did not resolve the problem. The surgeon decided that pt was not receiving adequate benefit from the device. Revision surgery will be performed and pt will be reimplanted with another clarion device.